Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead system exhibited oversensing. The physician was not able to reproduce the oversensing with non invasive testing. An invasive procedure was performed; the physician was not able to identify the cause of the oversensing and elected to remove the transvenous defibrillation lead from service and explant the ICD.